Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer exhibited an error at power up. It was recommended that the programmer be returned for service. The status of the programmer is unknown. There was no patient involvement.